Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer blood glucose level was 393 mg/dl.